Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 3/2/2016: litigation received. Litigation alleges pain, discomfort, corrosion, and elevated metal ion levels. A doi was provided. No corrosion was noted during the revision (per the der), so the complaint will not be coded for corrosion at this time. There is no new information that would change the existing investigation. This complaint was updated on: 3/18/2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/22/16- pfs and medical records received. The primary operative notes reported poor bone quality. The revision operative notes stated that the acetabular cup was over anteverted at 30 degrees and creating impingement, but was left in place to avoid potential bone loss. Updated head/liner/stem and added the cup. There is no new additional information that would affect the existing MDR investigation.

Event description:
Patient was revised to address elevated metal ion levels. Upon revision metallosis and black tissue were noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A review of the device history records for the stem provided lot code did not reveal any related manufacturing anomalies. A worldwide complaint database search found no other reported incident(s) against the remaining provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.